Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump volume was intermittently too low. Customer's reported bg was 40-50. Tandem technical support attempted to follow up with the customer and complete troubleshooting, however customer declined to do so.